Manufacturer narrative:
The device was not returned to olympus for evaluation but it's expected to be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer reported to olympus, the front panel of the evis exera ii xenon light source continues to blink when it is switched on, but the main lamp is still able to be switched on. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection. And the customer's complaint was confirmed. The front panel was blinking, due to a faulty mesh turret and filter turret. In addition, the following non-reportable malfunction was found, during the device evaluation. Heat filter was deteriorated. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely, the blinking front panel was caused by a faulty turret filter. However, the specific cause of the faulty was not established at this time. Olympus will continue to monitor field performance for this device.